Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition and of range pacing impedance measurements that resulted in activation of the lead safety switch (lss) feature. The patient was noted to be pacemaker dependent, however, no pauses exceeding two seconds were observed. Boston scientific technical services (ts) discussed programming and troubleshooting options and noted that the specific pacing impedance measurements that triggered the lss are not displayed by the device based on design and therefore, the specific measurements were unable to be determined. It was noted that pacing impedance measurements in unipolar configuration were 280 ohms, however, previous measurements fluctuated from 1,320 to 900 ohms. Based on the patient condition and age, a lead revision will not be performed. Programming changes were made to sensitivity and the physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.